Manufacturer narrative:
H.3., h.6.: the complaint sample has been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the non-healthcare professional, the consumer stated that the contact lenses were broken inside the right eye on four consecutive occasions. Additionally, the consumer mentioned that during the most recent incident, a fragment of the contact lens remained in the eye for approximately seven days without their knowledge also with progressive worsening of the condition. The consumer visited the clinical assessment unit (cau); however, since the ophthalmologist was unavailable, the attending doctor was unable to identify the contact lens fragment in the consumer¿s eye. The consumer experienced increased discomfort which led to a visit to the emergency room. The contact lens fragment was finally removed and consumer diagnosed with moderate to severe eye irritation, eye pain, conjunctivitis, and a suspected eye infection. Consumer initially prescribed with tobramycin and dexamethasone eye drops four drops, four times a day for five days for discomfort. This condition resulted in a progressive worsening of symptoms and caused significant health issues, along with numerous personal inconveniences including four days of absence from work due to illness. Consumer prescribed with tobramycin and dexamethasone eye drops two drops, three times a day for the treatment of discomfort. The consumer also experienced strongly hyperemic conjunctivae bilaterally, hyperemic scleral vessels, and bilateral ocular redness for approximately eight days while undergoing therapy with tobramycin and dexamethasone eye drops administered four times a day. The following morning, the consumer reported discharge upon awakening. A retained contact lens fragment was found in the inferior fornix of the right eye, along with inferior corneal epithelial damage, moderate to severe reactive conjunctival hyperemia, and inflammation in the right eye. The consumer was diagnosed with subacute conjunctivitis associated with a retained contact lens fragment in right eye for approximately seven days. After that consumer confirmed that they had discontinued the use of tobramycin and dexamethasone eye drops. Additionally, they were prescribed netilmicin with dexamethasone single-dose eye drops, to be administered as one drop three times a day for five days, followed by discontinuation. Sterilized gauze pack was recommended for eyelid hygiene, to be used in the morning and/or evening, sodium hyaluronate eye drops were prescribed at a frequency of one drop two to three times a day. During follow up consumer reported the emergency room reports not specify the percentage of the affected surface of epithelial damage, but mentioned moderate or severe conjunctival hyperemia. The consumer also experienced a serious temporary deterioration for twenty days of discomfort, including (approximately seven days) but significant temporary reduction in visual acuity, pain, and light sensitivity, which forced them to remain in bed. Consumer also stated that following the removal of the lens fragment, inflammation in the right eye led to the formation of pseudomembranes, which were removed by the emergency room doctor. The consumer had three emergency room visits and was diagnosed with moderate/severe conjunctival hyperemia. And consumer was prescribed with following medications chloramphenicol for acute bacterial conjunctivitis, netilmicin and dexamethasone, povidone iodine, sodium hyaluronate, glycyrrhetinic acid, trehalose. The current status of the consumer¿s eye was not known at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).